Event description:
The customer contacted stryker to report that their device was unable to display the ECG waveform through any ECG lead. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported ECG leads not visible. However, stryker was unable to verify or duplicate the reported paddles lead being unable to display ECG. Stryker replaced the ECG connector to resolve the ECG leads not visible issue. The cause of the paddles leads not displaying ECG could not be determined. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to display the ECG waveform through any ECG lead. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.